Event description:
Pt's nurse reports cadd legacy pump sn (B)(4) is giving an error 1816 - pt not hooked up to any of our pumps currently - no harm to patient - replaced pump overnight to be shipped to nurse for patient training - no further information available. Dates of use: (B)(6) 2017. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.